Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). This device is obsolete; it has been replaced with part number 387.347. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l5-s1 anterior lumbar interbody fusion (afil) case on (B)(6) 2016, one of the synframe clamps failed. Reportedly, as the clamps were being set up for the case, one of them failed to hold tightly. The surgical assistant turned and tightened the clamp but it was still wobbly; the clamp was removed and the next clamp was addressed. It was further clarified that the faulty clamp tightened "ok" when not on the synframe ring but there were issues noted when tightening it on the ring during the procedure. Once the issue was noted the clamp was removed, placed on the back table and a new clamp was used to finish the procedure. Reportedly there was a 30 second delay in the surgery due to the reported event. There was no additional medical intervention required. The surgery was successfully completed and the patient's status was reported to be "good" at the end of the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the following complaint device was received by customer quality (cq), one synframe ring clamp part number: 387.354, lot number: 1028157, mfg. Date: 06may1999. This device is obsolete and has been replaced with 387.347. The ring clamp is part the depuy synthes synframe access and retractor system; which allows direction visualization and stable retraction for less invasive spine surgery. The ring clamp snaps onto the holding ring and permits flexible retractor positioning. The returned instrument was examined and the complaint condition was unable to be confirmed as the instrument appears to be in good condition with minimal signs of wear and tear. Additional the functionality of the instrument was tested with its mating component (synframe half ring; 387.337/1476605) and the instrument was found to function as intended. And the instrument was found to function as intended. The half ring, the ring was found to be in spec. The clamp was tighten in several places along the ring and did not appear to be loose and functioned as intended. As the complaint was unable to be replicated and the no defects or deficiencies were identified with the returned instruments, no further investigation, including occurrence rate calculation or dcrm review, is necessary. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.